Event description:
The customer reported that while the iabp was in use on a patient during transport to the ICU, the iabp generated a "low battery" alarm and shutdown. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
Biomed was called and upon evaluating device it was discovered that the ac switch was in the "off" position, not charging batteries. (The state of the batteries before transport could not be confirmed.) Biomed removed device from service and the batteries were charged overnight. The following day a battery run-time test was performed. It was confirmed that he device ran on battery for ever 2 hours. The device history record (DHR) for the iabp has been reviewed. There are no-nonconformances noted in the DHR related to the report event. (B)(4).